Event description:
The caller alleged discrepant results when repeated test with the inratio meter. The results are as follows: 2008 - 3. 2008 - 2.5. 2008 - 2.3.

Manufacturer narrative:
Discrepant results when repeated the test with the inratio meter. The results are as follows: 2008 - 3. 2008 - 2.5. 2008 - 2.3. Average 2.6. Stdev 0.36. %cv 13.8675. As per internal procedure, tr# 0150 rev. 2 if the %cv is less than 20%, the criterion is met. The product will not be investigated. Also per internal procedure, tr# 0150 rev. 2 section 8.3 if the time elapsed exceeds three hours, there is a high possibility that the discrepancies are due to change in the status of the patient. The patient's coumadin dosage was adjusted. This is an adverse event.